Event description:
The customer contact reported the patient received more IV solution than intended. The device was returned from the intensive care unit to the service center with a note that stated, "device delivered more volume of the programmed." No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received on (B)(4) 2011. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.2 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The technology of the plum 1.6 list# 02807 does not contain a pump history that provides past programming settings. This report represents all the information known by the reporter upon query by hospira personnel.